Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No material numbers were provided by the customer. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
Customer states the end user is experiencing this concern again and being very vocal about it. End user has assured that they are following the guidelines provided for them on the site visit last (B)(6). Customer's previous complaint was regarding "patients see their results and are questioning the accuracy of the testing".